Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total extra peritoneal hernioplasty procedure, the device's balloon did not inflate when creating the pre-peritoneal space. The patient has no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. A visual inspection of the returned product noted: that the balloon was broken. The obturator, valve seal and doors appeared intact. The insufflation bulb was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the broken balloon may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total extra peritoneal hernioplasty procedure, the device's balloon did not inflate when creating the pre-peritoneal space. Another device was opened. The patient was alive with no injury.